Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured at the terminal end. It was also discovered the crimp sleeve on the is-1 end was no longer correctly aligned. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the implant procedure, the right atrial (ra) lead was implanted using 6f safesheath introducer, but the helix could not be extended. A second lead was tested on the table, extended with 7 turns, and was also attempted using the introducer. The helix on the second lead was only able to extend partially. Therefore, the physician decided to use a passive lead, model 7736. There were no further issues, and measurements were normal. No adverse patient effects were reported.